Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01178. It was reported that shaft break occurred. The target lesion was located in the left main artery extending to the left anterior descending artery and left circumflex artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during advancing, the mid shaft was broken. The device was completely removed from the patient's body. A 4.50mmx12mm nc emerge® balloon catheter was advanced but the mid shaft was also broken during advancing into the patient's body. The device was completely removed and the procedure was successfully completed with an nc emerge® balloon catheter. No patient complications were reported and the patient's status was very good.